Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Particles alleged visualization of particles in airway from device and also alleged of congestion. There was no report of serious or permanent patient harm or injury. The device was returned but not yet evaluated. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Particles alleged visualization of particles in airway from device and also alleged of congestion. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown contaminant on the bottom enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The manufacturer powered up the device and confirmed airflow. The manufacturer concludes the contaminates found were consistent with an unknown contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Sections g3, h3 and h6 has been updated / corrected.